Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was seen in the office on (B)(6) 2014. The patient¿s adaptive stimulation was updated and he had good coverage of his bilateral legs. The patient was happy with the coverage and didn¿t need anything else.

Event description:
It was reported the patient was in need of reprogramming to maximize the effectiveness of their stimulation. The patient was previously reprogrammed on (B)(6) 2014 to cover the patient¿s back a little better however the patient came in 2 days later because they did not like the stimulation in their buttock/back. The manufacturer representative stated the patient had mentioned having changes in their stimulation with the adaptive stimulation on and issues with the patient programmer however the issues with the patient programmer were unknown. The patient¿s programs were as follows, program 1, 450 microseconds, 90 hertz, 1000 ohms, 2.5v with 1+ 1-. Program 2 was at 5.5v, 1000 ohms, 450 microseconds, 90 hertz with 1+ 1-/. The battery was calculated to be at 6.7 days at the beginning of life and 5.6 days at end of life with these settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, an update will be made.